Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to ceramic insulation broken at the distal end. The most probable cause of this complaint is a component failure of the beak area. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the inner sheath beak (distal end) damaged. The issue was found during reprocessing. There was no patient involved.